Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1734501, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) collagen (sealant) failed to stay in the patient. The patient was not injured.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) collagen (sealant) failed to stay in the patient. There was no report of patient injury. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1734501 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.